Event description:
It was reported that code 1005 was triggered on this right ventricular (rv) lead, indicating there was an open circuit condition during shock delivery, after the device delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Technical services (ts) recommended resolution. The lead remains in use. No additional adverse patient effects were reported.